Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the recharge burden for the pt's (B)(6) ipg was increased. In addition, the pt has allegedly experienced diminished therapy relief. In an effort to resolve these issues, surgical intervention will be undertaken at a later date to replace the pt's ipg.